Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was an open wound near the implantable neurostimulator (ins) site; the patient was hospitalized and antibiotics given to prevent the infection from reaching the ins pocket. It was also stated that the patient had a fall that was related to the issue. The ins was explanted and the pocket was washed out with antibiotic solution and packed with antibiotics; it was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.